Event description:
Alleged fluid ingress onto the right siderail ucm board causing a loss of function.

Manufacturer narrative:
The tech replaced the right siderail ucm board and cable to repair the bed.